Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing thresholds approximately one month following implant. The physician elected to reprogram the ra lead to sensing only and the lead remains in use. No patient complications have been reported as a result of this event.